Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had migrated. The device was almost protruding out of the patient skin causing an erosion. The device was repositioned under the muscle. The device remains in service. No additional adverse patient effects were reported.